Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 82 mg/dl and sensor glucose was 55 mg/dl at the time of call. The customer stated that her actual blood glucose reading was always 85 mg/dl above when it triggers threshold suspend feature even it was set at 65 mg/dl. The customer stated that there were bent cannulas. The customer mentioned that she received calibration error alarms. The customer stated that she was experiencing intermittent calibration error alarms. The customer also stated that they performed find lost sensor and it did not alarm calibration error alarms. The sensor will not be returned for analysis.